Event description:
Reports of ultrafiltration problems that were observed over several months were received from the manufacturer's affiliate in canada on 12/14/2001 and on 01/03/2002. Reports suggest excess fluid was removed during hemodialysis treatments. Information provided was very limited. There was no reported serious injury. The patient became hypotensive 20 minutes into the treatment and was given a total of one liter of saline. "Black blood" was reportedly observed. Treatment was terminated after two hours. The patient's post weight indicated a weight loss of 2.3 kg. The machine showed that 397 ml. Was removed. Pressure holding test was not performed and on-line pressure holding test was not activated.